Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. The pump was connected to a power source and was able to be turned on. Reportedly, the pump battery displayed 5% after turning back on. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue using the pump and monitor the pump.